Manufacturer narrative:
H11: THIS 3500A FORM IS BEING SUBMITTED AS A CORRECTION TO FOLLOW-UP REPORT, PREVIOUSLY SUBMITTED ON 24-OCT-2025. SPECIFICALLY, THE B5 (EVENT NARRATIVE), H2 (NUMBER OF EVENTS FROM 63 TO 64) AND TO INCLUDE THE CASE-(B)(4). COMPLAINT IN THE ATTACHED .CSV FILE. NO OTHER CORRECTIONS OR ADDITIONAL INFORMATION HAVE BEEN INCORPORATED TO THE CSV FILE PREVIOUSLY SUBMITTED THROUGH FOLLOW-UP REPORT.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): PRIMARY THA PROCEDURES: POLARCUP CEMENTED ACETABULAR CUPS: A TOTAL OF FIVE HUNDRED TWELVE (512) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTED ACETABULAR CUP. FROM THESE, THIRTEEN (13) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (4) HIPS DUE TO LOOSENING OF THE STEM, THREE (3) HIPS DUE TO PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO LOOSENING OF THE CUP , ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. POLARCUP NON-CEMENTED ACETABULAR CUPS: A TOTAL OF FIVE HUNDRED SEVENTY-THREE (573) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTLESS ACETABULAR CUP. FROM THESE, SEVEN (7) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO FEMORAL STEM LOOSENING, TWO (2) HIPS DUE TO OSTEOLYSIS ASSOCIATED TO THE FEMORAL STEM, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE OF THE ACETABULUM, ONE (1) HIP DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) DUE TO DISSOCIATION OF THE LINER, ONE (1) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND ONE (1) DUE TO IMPLANT FRACTURE OF A NON-CERAMIC ACETABULAR COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. BICON-PLUS ACETABULAR CUP: A TOTAL OF ONE THOUSAND ELEVEN (1011) HIPS UNDERWENT PRIMARY THA BETWEEN (B)(6) 2003 AND (B)(6) 2015 UPON WHICH A BICON PLUS CUP WAS PLACED. OF THESE, FOURTEEN (14) HIPS REQUIRED REVISION SURGERY DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE OF THE STEM, THREE (3) HIPS DUE TO LOOSENING OF THE STEM, FIVE (5) HIPS DUE TO LOOSENING OF THE SOCKET, THREE (3) HIPS DUE TO LYSIS OF THE SOCKET, TWO (2) HIPS DUE TO UNEXPLAINED PAIN, THREE (3) HIPS DUE TO DISLOCATION OR SUBLUXATION, THREE (3) HIPS DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO MALALIGNMENT OF THE SOCKET, ONE (1) HIP DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. 84 ADDITIONAL REVISIONS SURGERIES WERE PERFORMED BETWEEN (B)(6) 2004 AND (B)(6) 2021. THESE EVENTS WERE ALREADY REPORTED TO THE RESPECTIVE COMPETENT AUTHORITIES VIA INDIVIDUAL REPORTS SUBMITTED IN 2022. FOR THE ANALYSIS CONDUCTED, THE HISTORICAL DATA SINCE THE DATE OF FIRST IMPLANT USE WAS CONSIDERED TO EVALUATE THE PERFORMANCE OF THE BICON-PLUS ACETABULAR CUP ACROSS ALL AVAILABLE FOLLOW UP YEARS. REVISION THA PROCEDURES. POLARCUP CEMENTED ACETABULAR CUPS: A TOTAL OF TWO HUNDRED EIGHTY-NINE (289) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTED ACETABULAR CUP. FROM THESE, TWENTY-TWO (22) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (8) HIPS DUE TO INFECTION, THREE (7) HIPS DUE TO DISLOCATION/SUBLUXATION, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE FEMORAL STEM, TWO (4) HIPS DUE TO LOOSENING OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASON, ONE (1) HIP DUE TO LOOSENING OF THE FEMORAL STEM, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO HEAD/SOCKET MISMATCH AND ONE (1) HIP DUE TO UNEXPLAINED PAIN. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. BICON-PLUS ACETABULAR CUP: A TOTAL OF THIRTY-SIX (36) HIPS UNDERWENT REVISION THA BETWEEN (B)(6) 2003 AND (B)(6) 2008 UPON WHICH A BICON PLUS CUP WAS PLACED. FROM THESE, SEVEN (7) REQUIRED RE-REVISION DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING OF THE STEM, THREE (3) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO LYSIS OF THE STEM, AND ONE (1) HIP DUE TO LYSIS OF THE SOCKET. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. POLARCUP NON-CEMENTED ACETABULAR CUPS: A TOTAL OF TWENTY-EIGHT (28) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN (B)(6) 2016 AND (B)(6) 2024, USING A POLARCUP CEMENTLESS ACETABULAR CUP. FROM THESE, ONE (1) HIP WAS LATER RE-REVISED DUE TO INFECTION. ALTOGETHER, A TOTAL QUANTITY OF 34 REVISIONS AND 30 RE-REVISIONS (64 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00260483-1-L1,12/30/2016,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 51 cemented,75100455,a1206209,75100455, ,07611996118469,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 30-Dec-2016 due to a dislocation/subluxation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Dislocation/Subluxation,88,Male, ,11/17/2016,12/30/2016,E1614 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L2,12/7/2017,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453, ,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 7-Dec-2017 due to loosening of the acetabular component. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Dislocation/Subluxation,78,Male, ,9/18/2017,12/7/2017,E161201 ,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L3,3/29/2018,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453, ,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 29-Mar-2018 due to loosening of the acetabular component. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Loosening - socket/Wear of Acetabular Component,71,Female, ,7/31/2017,3/29/2018,E161201 ,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L4,7/9/2018,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 49 cemented,75100454,b1716272,75100454, ,07611996118452,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 9-Jul-2018 due to a dislocation/subluxation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Adverse Soft Tissue Reaction to Particulate Debris,55,Female, ,5/1/2018, ,E1614 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L5,11/8/2018,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453,b1609124,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 8-Nov-2018 due to periprosthetic fracture associated to the femoral stem.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Peri-Prosthetic Fracture ¿ Socket,85,Female, ,11/30/2016, ,E1603 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L6,11/20/2018,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 61 cemented,75100460,b1500163,75100460, ,07611996118513,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 20-Nov-2018 due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Infection,57,Male, ,6/27/2017,11/20/2018,E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L7,5/20/2019,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453,B1807406,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 20-May-2019 due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Unexplained Pain,72,Female, ,5/20/2019,5/20/2019,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L8,1/21/2021,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453, ,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 21-Jan-2021 due to dissociation of the liner. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Loosening ¿ stem/Loosening - socket/Wear of Acetabular Component,80,Female, ,10/29/2020,1/21/2021,E2401,F1905,A051201,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L9,8/26/2021,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 49 cemented,75100454,B2021788,75100454, ,07611996118452,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 26-Aug-2021 due to periprosthetic fracture associated to the femoral stem.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Loosening - socket/Dislocation/Subluxation,71,Female,117,6/1/2021, ,E1603 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L10,9/13/2021,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 53 cemented,75100456,b2007472,75100456, ,07611996118476,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 13-Sep-2021 due to loosening of the acetabular component and periprosthetic fracture associated to the acetabular component. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Loosening - socket/Adverse Soft Tissue Reaction to Particulate Debris,60,Female,65,7/19/2021,9/13/2021,E161201;E1603,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L11,6/14/2022,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 51 cemented,75100455,B1907624,75100455, ,07611996118469,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 14-Jun-2022 due to loosening of the femoral component and infection. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Infection,68,Male, ,8/13/2020, ,E161201;E1906 ,F1905,A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L12,7/7/2022,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 45 cemented,75100452,b2141458,75100452, ,07611996118438,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 7-Jul-2022 due to a dislocation/subluxation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Peri-Prosthetic Fracture ¿ Socket,81,Female, ,6/15/2022,7/7/2022,E1614 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L13,10/24/2022,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453,B2010549,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 24-Oct-2022 due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Peri-Prosthetic Fracture ¿ Socket,74,Female, ,4/27/2022,10/24/2022,E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L14,11/28/2022,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 49 cemented,75100454,B1704738,75100454, ,07611996118452,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 28-Nov-2022 due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Other,75,Female,43,6/15/2020, ,E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L15,1/17/2023,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453,B2019493,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 17-Jan-2023 due to a dislocation/subluxation and infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Infection,74,Male, ,6/3/2021,1/17/2023,E1614;E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L16,2/23/2023,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 53 cemented,75100456,b1508793,75100456, ,07611996118476,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 23-Feb-2023 due to a dislocation/subluxation and loosening of the acetabular component.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Dislocation/Subluxation,66,Female, ,9/28/2017,2/23/2023,E161201;E1614 ,F1905,A24;A0103,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L17,4/5/2023,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 43 cemented,75100451,c2223778,75100451, ,07611996118421,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 5-Apr-2023 due to malalignment of the femoral stem and dislocation/subluxation.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Peri-Prosthetic Fracture ¿ Socket,74,Female, ,2/22/2023, ,E2308;E1614 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L18,5/22/2023,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 53 cemented,75100456,b2013549,75100456, ,07611996118476,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 22-May-2023 due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Infection,76,Male, ,12/14/2020, ,E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L19,10/24/2023,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453,C2304808,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 24-Oct-2023 due to a dislocation/subluxation and a femoral head/socket mismatch of socket.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Loosening - socket/Lysis ¿ Socket/Wear of Acetabular Component,85,Female,49,10/5/2023,10/24/2023,E1614 ,F1905,A24;A2303,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L20,10/24/2023,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 47 cemented,75100453,c2309848,75100453, ,07611996118445,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 24-Oct-2023 due to unexplained pain. ","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Acetabular Erosion By Hemiarthroplasty,58,Male,94,10/10/2023,10/24/2023,E2330 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L21,6/26/2024,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 55 cemented,75100457,b1910807,75100457, ,07611996118483,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 26-Jun-2024 due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Lysis ¿ Stem/Lysis ¿ Socket/Infection,62,Male, ,1/24/2024, ,E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L22,9/5/2024,4/10/2025,2/17/2025,POLARCUP Cemented Cups,POLARCUP Shell 51 cemented,75100455,c2302912,75100455, ,07611996118469,K110135, ,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, one (1) hip was re-revised on 05-Sep-2024 due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2025);;Summary of adverse events: It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of five two hundred eighty-nine (289) hips underwent revision THA procedures between 14-Jul-2015 and 17-Dec-2024, using POLARCUP Cemented Acetabular cups. From these, twenty-two (22) hips were later re-revised due to the following complications: six (6) hips due to infection, three (3) hips due to dislocation/subluxation, two (2) hips due to peri-prosthetic fracture associated to the femoral stem, two (2) hips due to loosening of the acetabular component, one (1) hip due to loosening of the acetabular component and dislocation/subluxation, one (1) hip due to other-unspecified reason, one (1) hip due to loosening of the femoral stem and infection, one (1) hip due to dissociation of the liner, one (1) hip due to dislocation/subluxation and infection, one (1) hip due to loosening of the acetabular component and peri-prosthetic fracture associated to the acetabular component, one (1) hip due to malalignment of the stem and dislocation/subluxation, one (1) hip due to dislocation/subluxation and head/socket mismatch and one (1) hip due to unexplained pain. No further information is available. ;Timeframe of Registry data: Implantations conducted between 14-Jul-2015 and 17-Dec-2024 in the United Kingdom.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Dual Mobility Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of two hundred eighty-nine (289) revision THA procedures with POLARCUP Cemented Acetabular components have been performed in the UK between 14-Jul-2015 and 17-Dec-2024. The cumulative re-revision rates for these components are in line with other cemented cups in NJR-UK (referenced as ¿the class¿ below) out to 9 years as determined by overlapping confidence intervals. It should be noted that the cumulative re-revision rates include all reasons for re-revision, even if a specific reason is attributed to a different device (e.g loosening of the femoral stem). The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 5.02% (3.00%-8.34%) vs 3.4% (3.2%-3.7%) of the class.;o At 3rd postoperative year: 8.39% (5.51%-12.66%) vs 6.1% (5.8%-6.4%) of the class.;o At 5th postoperative year: 8.39% (5.51%-12.66%) vs 8% (7.7%-8.4%) of the class.;o At 6th postoperative year: 9.62% (6.19%-14.80%) vs 8.8% (8.5%-9.2%) of the class.;o At 7th postoperative year: 9.62% (6.19%-14.80%) vs 9.7% (9.3%-10.1%) of the class.;o At 8th postoperative year: 9.62% (6.19%-14.80%) vs 10.7% (10.3%-11.1%) of the class.;o At 9th postoperative year: 9.62% (6.19%-14.80%) vs 11.7% (11.2%-12.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Loosening - socket/Wear of Acetabular Component,89,Female, ,8/1/2023,9/5/2024,E1906 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L23,1/6/2024,,2/10/2026,POLARCUP Cemented Cups,POLARCUP Shell 49 cemented,75100454,C2308703,75100454,,07611996118452,K110135,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three hundred and thirty-three (333) hips underwent revision THR in between 14-Jul-2015 and 17-Nov-2025, using POLARCUP Cemented Acetabular Cups. From these, one (1) hip was re-revised on 06-Jan-2024 due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three hundred and thirty-three (333) hips underwent revision THR in between 14-Jul-2015 and 17-Nov-2025 which a POLARCUP Cemented Acetabular Shell was implanted. Of these, twenty-four (24) hips required re-revision due to the following reasons: nine (9) hips due to dislocation/subluxation, eight (8) hips due to infection, four (4) hips due to aseptic loosening of the socket, two (2) hips due to other-unknown reasons, two (2) hips due to periprosthetic fracture of the stem, one (1) hip due to aseptic loosening of the stem, one (1) hip due to dissociation of the liner, one (1) hip due to incorrect sizing of the socket, one (1) hip due to malalignment of the stem, one (1) hip due to pain and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons may be listed for a single re-revision procedure.;Timeframe of Registry Data: Implantations conducted between 14-Jul-2015 and 17-Nov-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and thirty-three (333) hips underwent revision THR in which a POLARCUP Cemented Acetabular Shell was implanted in United Kingdom between 14-Jul-2015 and 17-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 0.6% (0.15%¿2.38%) vs. 5.95% (5.53%¿6.40%); -At 3rd postoperative year: 7.02% (4.62%¿10.62%) vs. 9.48% (8.93%¿10.06%); -At 5th postoperative year: 7.97% (5.33%¿11.82%) vs. 11.29% (10.67%¿11.94%); -At 10th postoperative year: 8.99% (5.92%¿13.53%) vs. 15.20% (14.34%¿16.11%);By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the re-revision rates of the POLARCUP Cemented Acetabular Shell and the cemented hip revision procedures class during years 3-5, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. On years 1 and 10, the POLARCUP Cemented Acetabular Shell presented statistically significant lower re-revision rates than the cemented hip revision procedures clas, as indicated by non-overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Dislocation/Subluxation,66,Male,,11/2/2023,1/6/2024,E1614 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;CASE-2025-00260483-1-L24,12/11/2024,,2/10/2026,POLARCUP Cemented Cups,POLARCUP Shell 49 cemented,75100454,c2309266,75100454,,07611996118452,K110135,,IN,"It was reported that, in the National Joint Registry (NJR) from the United Kingdom, a total of three hundred and thirty-three (333) hips underwent revision THR in between 14-Jul-2015 and 17-Nov-2025, using POLARCUP Cemented Acetabular Cups. From these, one (1) hip was re-revised on 11-Nov-2024 due to Dislocation/Subluxation.","Reporting Quarter: 1 (January 1 - March 31) 2026;Summary of adverse events: It was reported that, based on the data gathered by the National Joint Registry (NJR), a total of three hundred and thirty-three (333) hips underwent revision THR in between 14-Jul-2015 and 17-Nov-2025 which a POLARCUP Cemented Acetabular Shell was implanted. Of these, twenty-four (24) hips required re-revision due to the following reasons: nine (9) hips due to dislocation/subluxation, eight (8) hips due to infection, four (4) hips due to aseptic loosening of the socket, two (2) hips due to other-unknown reasons, two (2) hips due to periprosthetic fracture of the stem, one (1) hip due to aseptic loosening of the stem, one (1) hip due to dissociation of the liner, one (1) hip due to incorrect sizing of the socket, one (1) hip due to malalignment of the stem, one (1) hip due to pain and one (1) hip due to periprosthetic fracture of the socket. It should be noted that multiple reasons may be listed for a single re-revision procedure.;Timeframe of Registry Data: Implantations conducted between 14-Jul-2015 and 17-Nov-2025 in United Kingdom;Analysis Conducted: Based on the most recent safety and performance evaluation, the POLARCUP Acetabular System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and thirty-three (333) hips underwent revision THR in which a POLARCUP Cemented Acetabular Shell was implanted in United Kingdom between 14-Jul-2015 and 17-Nov-2025. The following cumulative revision rates with 95% confidence intervals are presented in this report: ; -At 1st postoperative year: 0.6% (0.15%¿2.38%) vs. 5.95% (5.53%¿6.40%); -At 3rd postoperative year: 7.02% (4.62%¿10.62%) vs. 9.48% (8.93%¿10.06%); -At 5th postoperative year: 7.97% (5.33%¿11.82%) vs. 11.29% (10.67%¿11.94%); -At 10th postoperative year: 8.99% (5.92%¿13.53%) vs. 15.20% (14.34%¿16.11%);By observing the cumulative revision rates above, it can be concluded that there is no statistically significant difference between the re-revision rates of the POLARCUP Cemented Acetabular Shell and the cemented hip revision procedures class during years 3-5, as determined by overlapping 95% confidence intervals at all evaluated postoperative years. On years 1 and 10, the POLARCUP Cemented Acetabular Shell presented statistically significant lower re-revision rates than the cemented hip revision procedures clas, as indicated by non-overlapping 95% confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",Reason for first revision: Dislocation/Subluxation,70,Female,70,11/15/2023,12/11/2024,E1614 ,F1905,A24,G07001,B20;B22,C19,D12;D15, ,0;

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT CORRECTED FROM 74 TO 66 YEARS), B5 (EVENT NARRATIVE), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 608), H6 (ADDITIONAL CODES ADDED FOR "HEALTH EFFECT - CLINICAL CODE" AND "MEDICAL DEVICE PROBLEM CODE" PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THE SUBMISSION CONSOLIDATES PREVIOUSLY REPORTED CASES AND NEW CASES INTO A SINGLE DATASET PER FDA¿S RWD2300584 EXEMPTION GUIDANCE. OF THE 608 SUMMARIZED EVENTS, 64 WERE INCLUDED IN PRIOR QUARTERLY SUBMISSIONS FOR THE SAME REGISTRY AND ARE RE LISTED HERE FOR COMPLETENESS AND ALIGNMENT. NO ADDITIONAL CASE LEVEL INFORMATION BEYOND WHAT WAS ALREADY PROVIDED IS AVAILABLE FOR THOSE 64 EVENTS. A TOTAL OF 544 NEW EVENTS WERE PROVIDED DURING THIS QUARTER, THEREFORE, A TOTAL OF 608) REVISION PROCEDURES ARE SUMMARIZED IN THIS SUBMISSION. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA): POLARCUP CEMENTED ACETABULAR CUP: A TOTAL OF FIVE HUNDRED EIGHTY (580) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2025, USING POLARCUP CEMENTED ACETABULAR CUPS. FROM THESE, FOURTEEN (14) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING OF THE STEM, THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE OF STEM, TWO (2) HIPS DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO ASEPTIC LOOSENING OF THE SOCKET, AND ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASONS. POLARCUP NON-CEMENTED ACETABULAR CUP: A TOTAL OF SEVEN HUNDRED AND SEVENTEEN (717) HIPS UNDERWENT PRIMARY THR BETWEEN (B)(6) 2015 AND (B)(6) 2025 IN WHICH A POLARCUP NON-CEMENTED ACETABULAR SHELL WAS IMPLANTED. OF THESE, NINE (9) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: FIVE (5) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO LOOSENING AND OSTEOLYSIS ASSOCIATED TO THE FEMORAL STEM, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE OF THE ACETABULUM AND ONE (1) HIP DUE TO MULTIPLE COMPLICATIONS (LOOSENING AND OSTEOLYSIS ASSOCIATED TO THE FEMORAL STEM, WEAR OF THE ACETABULAR COMPONENT, DISSOCIATION OF THE LINER, ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND IMPLANT FRACTURE OF A NON-CERAMIC ACETABULAR COMPONENT). BICON-PLUS ACETABULAR CUP: A TOTAL OF ONE THOUSAND ELEVEN (1011) HIPS UNDERWENT PRIMARY THA BETWEEN (B)(6) 2003 AND (B)(6) 2015 UPON WHICH A BICON PLUS CUP WAS PLACED. OF THESE, FOURTEEN (14) HIPS REQUIRED REVISION SURGERY DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE OF THE STEM, THREE (3) HIPS DUE TO LOOSENING OF THE STEM, FIVE (5) HIPS DUE TO LOOSENING OF THE SOCKET, THREE (3) HIPS DUE TO LYSIS OF THE SOCKET, TWO (2) HIPS DUE TO UNEXPLAINED PAIN, THREE (3) HIPS DUE TO DISLOCATION OR SUBLUXATION, THREE (3) HIPS DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO MALALIGNMENT OF THE SOCKET, ONE (1) HIP DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS. 84 ADDITIONAL REVISIONS SURGERIES WERE PERFORMED BETWEEN (B)(6) 2004 AND (B)(6) 2021. THESE EVENTS WERE ALREADY REPORTED TO THE RESPECTIVE COMPETENT AUTHORITIES VIA INDIVIDUAL REPORTS SUBMITTED IN 2022. FOR THE ANALYSIS CONDUCTED, THE HISTORICAL DATA SINCE THE DATE OF FIRST IMPLANT USE WAS CONSIDERED TO EVALUATE THE PERFORMANCE OF THE BICON-PLUS ACETABULAR CUP ACROSS ALL AVAILABLE FOLLOW UP YEARS. EP-FIT PLUS ACETABULAR CUP: A TOTAL OF SEVEN THOUSAND FIVE HUNDRED FORTY-FIVE (7,545) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2003 AND (B)(6) 2020, USING AN EP-FIT PLUS ACETABULAR CUP. FROM THESE, FIVE HUNDRED ELEVEN (511) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: EIGHTY (80) HIPS DUE TO UNEXPLAINED PAIN, EIGHTY THREE (83) HIPS DUE TO DISLOCATION / SUBLUXATION, THIRTEEN (13) HIPS DUE TO ADVERSE SOFT TISSUE REACTION, SIXTY ONE (61) HIPS DUE TO INFECTION, ONE HUNDRED AND FIFTY SIX (156) HIPS DUE TO ASEPTIC LOOSENING ¿ STEM, FORTY SEVEN (47) HIPS DUE TO ASEPTIC LOOSENING ¿ SOCKET, SEVENTY (70) HIPS DUE TO PERIPROSTHETIC FRACTURE ¿ STEM, EIGHT (8) HIPS DUE TO PERIPROSTHETIC FRACTURE ¿ SOCKET, FIFTEEN (15) HIPS DUE TO MALALIGNMENT ¿ STEM, FORTY (40) HIPS DUE TO MALALIGNMENT ¿ SOCKET, FORTY ONE (41) HIPS DUE TO WEAR OF ACETABULAR COMPONENT, THIRTY ONE (31) HIPS DUE TO LYSIS ¿ STEM, FOURTEEN (14) HIPS DUE TO LYSIS ¿ SOCKET, TWENTY ONE (21) HIPS DUE TO IMPLANT FRACTURE ¿ STEM, FOUR (4) HIPS DUE TO IMPLANT FRACTURE ¿ CERAMIC HEAD, SIXTEEN (16) HIPS DUE TO IMPLANT FRACTURE ¿ CERAMIC LINER, NINE (9) HIPS DUE TO DISSOCIATION OF LINER AND TWELVE (12) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR ONE REVISION PROCEDURE. REVISION TOTAL HIP ARTHROPLASTY (THA): POLARCUP CEMENTED ACETABULAR SHELL: A TOTAL OF THREE HUNDRED AND THIRTY-THREE (333) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2015 AND (B)(6) 2025 IN WHICH A POLARCUP CEMENTED ACETABULAR SHELL WAS IMPLANTED. OF THESE, TWENTY-FOUR (24) HIPS REQUIRED REVISION DUE TO THE FOLLOWING REASONS: SIX (6) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO DISLOCATION/SUBLUXATION, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE FEMORAL STEM, TWO (2) HIPS DUE TO LOOSENING OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO LOOSENING OF THE ACETABULAR COMPONENT AND DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASON, ONE (1) HIP DUE TO LOOSENING OF THE FEMORAL STEM AND INFECTION, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND INFECTION, ONE (1) HIP DUE TO LOOSENING OF THE ACETABULAR COMPONENT AND PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM AND DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND HEAD/SOCKET MISMATCH, ONE (1) HIP DUE TO UNEXPLAINED PAIN, AND TWO (2) HIPS DUE TO DISLOCATION/SUBLUXATION. BICON-PLUS ACETABULAR CUP: A TOTAL OF THIRTY-SIX (36) HIPS UNDERWENT REVISION THA BETWEEN (B)(6) 2003 AND (B)(6) 2008 UPON WHICH A BICON PLUS CUP WAS PLACED. FROM THESE, SEVEN (7) REQUIRED RE-REVISION DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING OF THE STEM, THREE (3) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO LYSIS OF THE STEM, AND ONE (1) HIP DUE TO LYSIS OF THE SOCKET. POLARCUP NON-CEMENTED ACETABULAR CUPS: A TOTAL OF THIRTY-FIVE (35) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2016 AND (B)(6) 2025 IN WHICH A POLARCUP NON-CEMENTED ACETABULAR SHELL WAS IMPLANTED. OF THESE, TWO (2) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION AND ONE (1) HIP DUE TO LOOSENING OF THE SOCKET COMBINED WITH UNEXPLAINED PAIN. EP-FIT PLUS ACETABULAR CUP: A TOTAL OF ONE HUNDRED AND SIXTY-FOUR (164) HIPS UNDERWENT REVISION THR BETWEEN (B)(6) 2004 AND (B)(6) 2017 WHICH AN EP-FIT PLUS ACETABULAR CUP WAS IMPLANTED. OF THESE, TWENTY-SEVEN (27) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIX (6) HIPS DUE TO UNEXPLAINED PAIN, FIVE (5) DUE TO DISLOCATION/SUBLUXATION, FOUR. DUE TO INFECTION, FOUR (4) DUE TO ASEPTIC LOOSENING¿STEM, FIVE (5) DUE TO ASEPTIC LOOSENING¿SOCKET, ONE (1) DUE TO PERIPROSTHETIC FRACTURE¿STEM, ONE (1) DUE TO PERIPROSTHETIC FRACTURE¿SOCKET, ONE (1) DUE TO MALALIGNMENT¿SOCKET, ONE (1) DUE TO WEAR OF THE ACETABULAR COMPONENT, TWO (2) DUE TO LYSIS¿STEM, FOUR (4) DUE TO IMPLANT FRACTURE¿STEM, ONE (1) DUE TO IMPLANT FRACTURE¿CERAMIC HEAD, ONE (1) DUE TO IMPLANT FRACTURE¿CERAMIC LINER, AND ONE (1) DUE TO OTHER/NOT RECORDED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 548 REVISIONS AND 60 RE-REVISIONS (608 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Manufacturer narrative:
CORRECTED DATA: A2 (MEAN AGE HAS BEEN CORRECTED FROM 76 YEARS TO 74), B5 (EVENT NARRATIVE), D1 (¿POLARCUP SHELL CEMENTED ¿REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 63), H6 (ADDITIONAL CODES ADDED FOR ¿HEALTH EFFECT - CLINICAL CODE¿ AND ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER RWD2300584, COMMUNICATED ON(B)(6) 2025. AS A RESULT, THE MDR WITH REFERENCE 9613369-2025-00072 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: (B)(4), DATA SOURCE: NATIONAL JOINT REGISTRY (NJR), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: LPH. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON (B)(6) 2025: (B)(4) AND (B)(4) EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 07-APR-2025 REMAINS UNCHANGED. REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR) SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): 1. PRIMARY THA PROCEDURES. - POLARCUP CEMENTED ACETABULAR CUPS: A TOTAL OF FIVE HUNDRED TWELVE (512) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTED ACETABULAR CUP. FROM THESE, THIRTEEN (13) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (4) HIPS DUE TO LOOSENING OF THE STEM, THREE (3) HIPS DUE TO PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO LOOSENING OF THE CUP , ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. - POLARCUP NON-CEMENTED ACETABULAR CUPS: A TOTAL OF FIVE HUNDRED SEVENTY-THREE (573) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTLESS ACETABULAR CUP. FROM THESE, SEVEN (7) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO FEMORAL STEM LOOSENING, TWO (2) HIPS DUE TO OSTEOLYSIS ASSOCIATED TO THE FEMORAL STEM, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE OF THE ACETABULUM, ONE (1) HIP DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) DUE TO DISSOCIATION OF THE LINER, ONE (1) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND ONE (1) DUE TO IMPLANT FRACTURE OF A NON-CERAMIC ACETABULAR COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. - BICON-PLUS ACETABULAR CUP: A TOTAL OF ONE THOUSAND ELEVEN (1011) HIPS UNDERWENT PRIMARY THA BETWEEN (B)(6) 2003 AND (B)(6) 2015 UPON WHICH A BICON PLUS CUP WAS PLACED. OF THESE, FOURTEEN (14) HIPS REQUIRED REVISION SURGERY DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE OF THE STEM, THREE (3) HIPS DUE TO LOOSENING OF THE STEM, FIVE (5) HIPS DUE TO LOOSENING OF THE SOCKET, THREE (3) HIPS DUE TO LYSIS OF THE SOCKET, TWO (2) HIPS DUE TO UNEXPLAINED PAIN, THREE (3) HIPS DUE TO DISLOCATION OR SUBLUXATION, THREE (3) HIPS DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO MALALIGNMENT OF THE SOCKET, ONE (1) HIP DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. 84 ADDITIONAL REVISIONS SURGERIES WERE PERFORMED BETWEEN (B)(6) 2004 AND (B)(6) 2021. THESE EVENTS WERE ALREADY REPORTED TO THE RESPECTIVE COMPETENT AUTHORITIES VIA INDIVIDUAL REPORTS SUBMITTED IN 2022. FOR THE ANALYSIS CONDUCTED, THE HISTORICAL DATA SINCE THE DATE OF FIRST IMPLANT USE WAS CONSIDERED TO EVALUATE THE PERFORMANCE OF THE BICON-PLUS ACETABULAR CUP ACROSS ALL AVAILABLE FOLLOW UP YEARS. 2. REVISION THA PROCEDURES - POLARCUP CEMENTED ACETABULAR CUPS: A TOTAL OF TWO HUNDRED EIGHTY-NINE (289) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTED ACETABULAR CUP. FROM THESE, TWENTY-TWO (22) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (8) HIPS DUE TO INFECTION, THREE (7) HIPS DUE TO DISLOCATION/SUBLUXATION, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE FEMORAL STEM, TWO (4) HIPS DUE TO LOOSENING OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASON, ONE (1) HIP DUE TO LOOSENING OF THE FEMORAL STEM, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO HEAD/SOCKET MISMATCH AND ONE (1) HIP DUE TO UNEXPLAINED PAIN. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. - BICON-PLUS ACETABULAR CUP: A TOTAL OF THIRTY-SIX (36) HIPS UNDERWENT REVISION THA BETWEEN (B)(6) 2003 AND (B)(6) 2008 UPON WHICH A BICON PLUS CUP WAS PLACED. FROM THESE, SEVEN (7) REQUIRED RE-REVISION DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING OF THE STEM, THREE (3) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO LYSIS OF THE STEM, AND ONE (1) HIP DUE TO LYSIS OF THE SOCKET. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 34 REVISIONS AND 29 RE-REVISIONS (63 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE POLARCUP DUAL MOBILITY SYSTEM AND THE BICON-PLUS CEMENTLESS THREADED CUP SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EITHER SUMMARY REPORTS OR MONTHLY DATA DOWNLOAD DOCUMENTED BY THE NATIONAL JOINT REGISTRY (NJR) WERE REVIEWED FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE IN THE CORRESPONDING ANALYZED THA PROCEDURES. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE NJR. ¿ POLARCUP DUAL MOBILITY SYSTEM WHEN COMPARED WITH THE DUAL MOBILITY METAL ON POLYETHYLENE ON METAL CEMENTED AND UNCEMENTED THA CLASSES, THE KAPLAN¿MEIER REVISION RATES FOR POLARCUP DUAL MOBILITY SYSTEM USED IN PRIMARY THA ARE CONSISTENT WITH THOSE OF THE CORRESPONDING CLASS, AS DEMONSTRATED BY OVERLAPPING CONFIDENCE INTERVALS. ALTHOUGH TEN-YEAR FOLLOW-UP DATA IS NOT AVAILABLE, RESULTS UP TO FIVE YEARS DEMONSTRATE PERFORMANCE ALIGNED WITH THE CORRESPONDING THA CLASSES. THE MOST FREQUENTLY REPORTED REASONS FOR REVISION OF PRIMARY THA WITH CEMENTED AND CEMENTLESS POLARCUP DUAL MOBILITY ACETABULAR CUPS WERE INFECTION AND ASEPTIC LOOSENING OF THE STEM. INFECTION IS A COMMONLY REPORTED COMPLICATION AFTER JOINT REPLACEMENT SURGERY, WHICH MAY OCCUR DUE TO THE SURGICAL ENVIRONMENT OR PATIENTS WHO ARE AT HIGH-RISK, INSTEAD OF AN INHERENT COMPLICATION OF THE DEVICE. FOR REVISION THA IMPLANTATIONS WITH THE POLARCUP DUAL MOBILITY SYSTEM, ALL REVISION CEMENTED CUPS DOCUMENTED IN THE NJR WERE USED AS THE REVISION THA CLASS FOR COMPARISON WITH THE CEMENTED VARIANT, AND ALL REVISION CEMENTLESS CUPS DOCUMENTED IN THE NJR FOR THE CEMENTLESS VARIANT. ALL KAPLAN-MEIER REVISION RATES FOR THE POLARCUP DUAL MOBILITY SYSTEM ARE IN LINE WITH THE CLASS, AS THE CONFIDENCE INTERVALS ARE OVERLAPPING. THE NUMBER OF IMPLANTATIONS FOR THE CEMENTLESS VARIANT WAS LOW; THUS, KAPLAN-MEIER ESTIMATES SHOWED WIDE CONFIDENCE INTERVALES AND ARE NOT STATISTICALLY RELIABLE. THE MOST COMMON REASONS FOR RE-REVISION IN CEMENTED POLARCUP ACETABULAR CUPS WERE INFECTION (N=8, 2.8%) AND DISLOCATION/SUBLUXATION (N=7, 2.4%). AS DESCRIBED ABOVE, INFECTION IS NOT AN INHERENT COMPLICATION OF THE DEVICE. ¿ BICON-PLUS CEMENTLESS THREADED CUP SYSTEM. THE CUMULATIVE REVISION RATES FOR THE BICON-PLUS CEMENTLESS THREADED CUP SYSTEM ARE SIGNIFICANTLY HIGHER THAN THE NJREW CLASS AVERAGE FOR ALL OTHER CUPS IN PRIMARY THA. THIS DIFFERENCE IS CONSIDERED STATISTICALLY SIGNIFICANT AS SUPPORTED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. THERE WERE FOUR REASONS FOR REVISION THAT WERE STATISTICALLY HIGHER FOR THE BICON-PLUS ACETABULAR SYSTEM COMPARED TO THE NJREW CLASS AVERAGE: DISLOCATION/ SUBLUXATION (P<0.001), STEM ASEPTIC LOOSENING (P<0.001), SOCKET ASEPTIC LOOSENING (0.018), AND WEAR OF ACETABULAR COMPONENT (0.002). OUT OF 98 REPORTED REVISIONS FOR THIS SYSTEM, 88 WERE ASSOCIATED WITH PRIMARY THAS USING A POLYETHYLENE INSERT, 5 WITH A CERAMIC INSERT, 3 WITH A METAL INSERT, AND 2 LACKED SPECIFIC INSERT DETAILS. FOR POLYETHYLENE INSERTS, ONLY CONVENTIONAL POLYETHYLENE LINERS HAVE BEEN USED WITHIN THE NJREW IN ASSOCIATION WITH BICON-PLUS CEMENTLESS THREADED CUP SYSTEM. COMPARED TO CROSS-LINKED POLYETHYLENE (XLPE), CONVENTIONAL PE HAS BEEN LINKED TO HIGHER RATES OF REVISION DUE TO LOOSENING, LYSIS, AND DISLOCATION. USING CONVENTIONAL PE ARTICULATION HAS BEEN KNOWN TO BE ASSOCIATED WITH INCREASED ACETABULAR WEAR, WHICH MAY CONTRIBUTE TO LOOSENING OF THE SOCKET. THE REASONS FOR RE-REVISION WERE NOT SIGNIFICANTLY STATISTICALLY DIFFERENT FROM THE CLASS AVERAGE. DUE TO THE LOW NUMBER OF REVISION THA IMPLANTATIONS WITH THE BICON-PLUS CEMENTLESS THREADED CUP SYSTEM, CUMULATIVE RE-REVISION RATES FOR EACH YEAR WERE NOT CALCULATED. HOWEVER, AN UNADJUSTED COX PROPORTIONAL HAZARD MODEL FOR RE-REVISION RISK WAS UTILIZED AND DEMONSTRATED THAT THERE WAS NO STATISTICALLY SIGNIFICANT DIFFERENCE BETWEEN THE BICON PLUS ACETABULAR SYSTEM AND THE CLASS AVERAGE [HR = 1.60 (0.76-3.36), P = 0.21]. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE NATIONAL JOINT REGISTRY (NJR), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE UNITED KINGDOM FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): PRIMARY THA PROCEDURES. - POLARCUP CEMENTED ACETABULAR CUPS: A TOTAL OF FIVE HUNDRED TWELVE (512) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTED ACETABULAR CUP. FROM THESE, THIRTEEN (13) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (4) HIPS DUE TO LOOSENING OF THE STEM, THREE (3) HIPS DUE TO PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO LOOSENING OF THE CUP , ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASONS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. - POLARCUP NON-CEMENTED ACETABULAR CUPS: A TOTAL OF FIVE HUNDRED SEVENTY-THREE (573) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTLESS ACETABULAR CUP. FROM THESE, SEVEN (7) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: THREE (3) HIPS DUE TO INFECTION, TWO (2) HIPS DUE TO FEMORAL STEM LOOSENING, TWO (2) HIPS DUE TO OSTEOLYSIS ASSOCIATED TO THE FEMORAL STEM, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE OF THE ACETABULUM, ONE (1) HIP DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) DUE TO DISSOCIATION OF THE LINER, ONE (1) DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND ONE (1) DUE TO IMPLANT FRACTURE OF A NON-CERAMIC ACETABULAR COMPONENT. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. - BICON-PLUS ACETABULAR CUP: A TOTAL OF ONE THOUSAND ELEVEN (1011) HIPS UNDERWENT PRIMARY THA BETWEEN (B)(6) 2003 AND (B)(6) 2015 UPON WHICH A BICON PLUS CUP WAS PLACED. OF THESE, FOURTEEN (14) HIPS REQUIRED REVISION SURGERY DUE TO THE FOLLOWING REASONS: TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE OF THE STEM, THREE (3) HIPS DUE TO LOOSENING OF THE STEM, FIVE (5) HIPS DUE TO LOOSENING OF THE SOCKET, THREE (3) HIPS DUE TO LYSIS OF THE SOCKET, TWO (2) HIPS DUE TO UNEXPLAINED PAIN, THREE (3) HIPS DUE TO DISLOCATION OR SUBLUXATION, THREE (3) HIPS DUE TO WEAR OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO MALALIGNMENT OF THE SOCKET, ONE (1) HIP DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE REVISION PROCEDURE. 84 ADDITIONAL REVISIONS SURGERIES WERE PERFORMED BETWEEN (B)(6) 2004 AND (B)(6) 2021. THESE EVENTS WERE ALREADY REPORTED TO THE RESPECTIVE COMPETENT AUTHORITIES VIA INDIVIDUAL REPORTS SUBMITTED IN 2022. FOR THE ANALYSIS CONDUCTED, THE HISTORICAL DATA SINCE THE DATE OF FIRST IMPLANT USE WAS CONSIDERED TO EVALUATE THE PERFORMANCE OF THE BICON-PLUS ACETABULAR CUP ACROSS ALL AVAILABLE FOLLOW UP YEARS. REVISION THA PROCEDURES - POLARCUP CEMENTED ACETABULAR CUPS: A TOTAL OF TWO HUNDRED EIGHTY-NINE (289) HIPS UNDERWENT REVISION THA PROCEDURES BETWEEN (B)(6) 2015 AND (B)(6) 2024, USING A 3RD GENERATION POLARCUP CEMENTED ACETABULAR CUP. FROM THESE, TWENTY-TWO (22) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: SIX (8) HIPS DUE TO INFECTION, THREE (7) HIPS DUE TO DISLOCATION/SUBLUXATION, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE FEMORAL STEM, TWO (4) HIPS DUE TO LOOSENING OF THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASON, ONE (1) HIP DUE TO LOOSENING OF THE FEMORAL STEM, ONE (1) HIP DUE TO DISSOCIATION OF THE LINER, ONE (1) HIP DUE TO PERI-PROSTHETIC FRACTURE ASSOCIATED TO THE ACETABULAR COMPONENT, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO HEAD/SOCKET MISMATCH AND ONE (1) HIP DUE TO UNEXPLAINED PAIN. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. - BICON-PLUS ACETABULAR CUP: A TOTAL OF THIRTY-SIX (36) HIPS UNDERWENT REVISION THA BETWEEN (B)(6) 2003 AND (B)(6) 2008 UPON WHICH A BICON PLUS CUP WAS PLACED. FROM THESE, SEVEN (7) REQUIRED RE-REVISION DUE TO THE FOLLOWING COMPLICATIONS: ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION, ONE (1) HIP DUE TO INFECTION, ONE (1) HIP DUE TO ASEPTIC LOOSENING OF THE STEM, THREE (3) HIPS DUE TO ASEPTIC LOOSENING OF THE SOCKET, TWO (2) HIPS DUE TO PERIPROSTHETIC FRACTURE OF THE STEM, ONE (1) HIP DUE TO MALALIGNMENT OF THE STEM, ONE (1) HIP DUE TO LYSIS OF THE STEM, AND ONE (1) HIP DUE TO LYSIS OF THE SOCKET. IT SHOULD BE NOTED THAT MULTIPLE REASONS MAY BE LISTED FOR A SINGLE RE-REVISION PROCEDURE. ALTOGETHER, A TOTAL QUANTITY OF 34 REVISIONS AND 29 RE-REVISIONS (63 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE NATIONAL JOINT REGISTRY (NJR) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF FIVE HUNDRED TWELVE (512) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 19-MAY-2015 AND 20-DEC-2024, USING POLARCUP CEMENTED ACETABULAR CUPS. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO LOOSENING OF THE STEM, TWO (2) HIPS DUE TO PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO LOOSENING OF THE STEM, CUP AND PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 19-MAY-2015 AND 20-DEC-2024 IN THE UNITED KINGDOM.

Manufacturer narrative:
REPORTING QUARTER: 1 (JANUARY 1 - MARCH 31, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF FIVE HUNDRED TWELVE (512) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 19-MAY-2015 AND 20-DEC-2024, USING POLARCUP CEMENTED ACETABULAR CUPS. FROM THESE, THIRTEEN (13) KNEES WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO LOOSENING OF THE STEM, TWO (2) HIPS DUE TO PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO LOOSENING OF THE STEM, CUP AND PERIPROSTHETIC FEMORAL FRACTURE, ONE (1) HIP DUE TO DISLOCATION/SUBLUXATION AND ONE (1) HIP DUE TO OTHER-UNSPECIFIED REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 19-MAY-2015 AND 20-DEC-2024 IN THE UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE POLARCUP DUAL MOBILITY ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT OF THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND RISK REDUCTION MEASURES INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF FIVE HUNDRED TWELVE (512) PRIMARY THA PROCEDURES WITH POLARCUP CEMENTED ACETABULAR COMPONENTS HAVE BEEN PERFORMED IN THE UK BETWEEN 19-MAY-2015 AND 20-DEC-2024. THE CUMULATIVE REVISION RATES FOR THESE COMPONENTS ARE COMPARABLE TO OTHER THA DUAL MOBILITY CEMENTED METAL-ON-POLY-ON-METAL PRODUCTS IN THE UK (REFERENCED AS ¿THE CLASS¿ BELOW) OUT TO 5 YEARS AS DETERMINED BY OVERLAPPING CONFIDENCE INTERVALS. IT SHOULD BE NOTED THAT THE CUMULATIVE REVISION RATES INCLUDE ALL REASONS FOR REVISION, EVEN IF A SPECIFIC REASON IS ATTRIBUTED TO A DIFFERENT DEVICE (E.G LOOSENING OF THE FEMORAL STEM). THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: AT 1ST POSTOPERATIVE YEAR: 1.4% (0.67%-2.92%) VS 0.9% (0.69%-1.17%) OF THE CLASS. AT 3RD POSTOPERATIVE YEAR: 2.8% (1.52%-5.11%) VS 1.62% (1.31%-2.01%) OF THE CLASS. AT 5TH POSTOPERATIVE YEAR: 3.88% (2.17%-6.89%) VS 2.37% (1.94%-2.90%) OF THE CLASS. AT 9TH POSTOPERATIVE YEAR: 3.88% (2.17%-6.89%) VS NOT REPORTED BY THE NJR (FOR THE 10TH POSTOPERATIVE YEAR: 4.30% (3.19% - 5.79%). BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.